Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. A DHR review was performed for this device lot number and did not find any nonconformances associated with this complaint. Further, complaint history search using our complaint handling system revealed 2 additional complaints for this product's lot under. Both alleged that the healing collar would not assemble, and are considered similar complaints. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an integrated implant. The event is non-verifiable with the information provided. A root cause for this complaint could not be determined. UDI (B)(4) device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
It was reported that healing abutment wouldn't engage properly with the implant when being placed. Dentist placed different healing abutment.